Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient is reportedly lost to follow up. The recipient has experienced a failure in situ. The recipient will remain a non-user of the device. A review of the device history record was completed and no anomalies were noted. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing loss of lock and no sound. External equipment was exchanged and programming adjustments were made, however, the issue did not resolve. Device testing could not be completed due to loss of lock. Revision surgery is under consideration.